Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter no longer charge the pump. There was no reported impact to the customer¿s blood glucose level. Customer was able to charge the pump with a new cable and adapter.